Manufacturer narrative:
Results of investigation: analysis on the actual device has confirmed and has been duplicated that it was due to a transducer (xdcr) pt801 failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator had an xdcr fault, high rate, high pip, low pip, and low ve error immediately when it was powered on. There was no known patient harm on this event.